Manufacturer narrative:
On 01/25/2016 10:26 am (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Cs-cpl-2015-00770;(B)(6).

Event description:
Pa who was taking branches during his harvesting vein said the hemopro device stopped cutting and sealing branches. He waited for a few seconds thinking it had shut down. But it would not start again. They switched out cords and generators and the device would still not activate. They opened a second device and completed procedure without complications. The faulty device was set aside for rep to pick up. Cs: the hospital reported that during a endovascular vessel harvesting procedure, the vasoview hemopro 2 device stopped cutting and sealing branches. The operator waited for a few seconds but the device failed to reactivate. The device failed to reactivate when the cord and the power supply were replaced. A second hemopro kit was opened and the second device worked. The procedure was completed without complications. The hospital did not report any patient effects. It is not known if the product is returning.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25120400 and 25120588 the only 2 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. A visual inspection was conducted . Signs of blood and clinical use were observed. Charred tissue and blood were observed around the heating element and at the base of the jaws. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn (B)(4) at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. We were unable to reproduce any electrical failure during the investigation. Based on the returned condition of the device, and the results of the investigation the complaint was unable to be confirmed.

Event description:
Pa who was taking branches during his harvesting vein said the hemopro device stopped cutting and sealing branches. He waited for a few seconds thinking it had shut down. But it would not start again. They switched out cords and generators and the device would still not activate. They opened a second device and completed procedure without complications. The faulty device was set aside for rep to pick up. Cs: the hospital reported that during a endovascular vessel harvesting procedure, the vasoview hemopro 2 device stopped cutting and sealing branches. The operator waited for a few seconds but the device failed to reactivate. The device failed to reactivate when the cord and the power supply were replaced. A second hemopro kit was opened and the second device worked. The procedure was completed without complications. The hospital did not report any patient effects. It is not known if the product is returning.